Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. (No specific date given). It was reported by the rep that this happened while introducing cautery. There was no consequence to the pt. 07/13/1999: add'l info obtained: the outer seal had a tear on the gasket.